Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and the assignable cause was not identified during service evaluation. However, the rear speaker housing was replaced as a precaution. The user software version is 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a "keypad test very quiet". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.